Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) the cuff has eroded into the urethra. The erosion was diagnosed during a cystoscopy. A replacement surgery was performed in which all the device components were removed and replaced. No device issues were observed. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had eroded into the urethra. The erosion was diagnosed during a cystoscopy. The device was explanted and no device issues were observed. Nine months later, another procedure was performed in which a new aus system was implanted. No further patient complications were reported.